Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6 ¿ additional method code: analysis of production records (3331). Investigation ¿ evaluation: on (B)(6) 2020 the windsor regional reported an incident involving a wayne pneumothorax set, rpn c-utpt-1400-wayne-112497-imh, from lot 10225757. The complainant stated that the straightener would not stay connected to the luer lock of the drainage catheter. This event was said to have occurred on (B)(6) 2020. Communication with the user facility clarified that during the placement of the drainage catheter due to a hemothorax/pleural effusion, the physician was ¿unable to attach the insertion tool dilator to the pigtail.¿ ¿the luer lock connection kept coming apart with any pressure causing the pig tail to curl.¿ the patient was hospitalized prior to this event and hospitalized was not prolonged at the time of the event due to the failure. The physician experienced this failure on three device sets from the same lot. As a result of the failure, the physician placed a ¿full size chest tube.¿ after the event, devices in the same department with the same lot were tested and the same failure was encountered. A review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control, as well as a visual inspection and functional test of the returned device was conducted during the investigation. One used wayne pneumothorax set was returned for evaluation. The catheter and stylet were received assembled together. A visual examination noted that the stopcock tightened down securely on the catheter fitting. A functional test noted that the stylet tightened onto the stopcock securely, but the fitting continuously turned on the end of the stylet. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that current process and quality inspection checks are in place to ensure the functionality and device integrity prior to shipment. A review of the device history record (DHR) for lot 10225757 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that that there was one other complaint associated with the device lot that references additional device failures related to this complaint. Due to this search finding no non-conformances related to this failure mode and no other related complaints have be received, it was concluded that there is no evidence indicating that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: contraindications: not recommended for large fluid accumulation or hemothorax.. Precautions: this product is intended for use by physicians trained and experienced in the treatment of pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed. Instructions for use: 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Age at time of event: patient was in his 20s. (B)(6). Occupation: clinical practice coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the luer lock connection on three wayne pneumothorax sets kept separating, resulting in the pigtails curling during a chest tube insertion procedure for hemothorax/pleural effusion. The patient was hospitalized prior to the procedure. The physician was attempting to insert the device into the patient when they were unable to "attach the insertion tool dilator to the pigtail". It was reported that the leur lock connection "kept coming apart with any pressure causing the pigtail to curl". The same issue occurred three times on three devices from the same lot before a larger chest tube was placed in the patient. Following the procedure, a fourth device from the same lot was pulled from the user facility's stock and tested outside of the patient. This device experienced the same failure mode as the three used during the procedure. No adverse effects to the patient have been reported.